Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to diabetic ketoacidosis (dka). The ketone level was identified as a life threatening level. While in the ER the customer received a saline solution to address the dka. The customer remained in the ER for a few hours and was released in good condition.